Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed a 216-scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement this is a customer inquiry received on 01-may-2025 by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2025, the following issue occurred: request: error 216. Reportedly, this issue involves the following olympus product ltf-s190-5. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; asked but unknown whether occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on 02-may-2025.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section b5 of the previously submitted report under 9610595-2025-08172-00. Please refer to section b5 for the updated information. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed a 216-scope communication error. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d9, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 (endoscope communication failure) occurs due to damage to the imaging unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e216 scope communication error was due to a damage to the imaging unit. Olympus will continue to monitor field performance for this device.